Manufacturer narrative:
All available information indicates that these products remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
It was later reported that the distal set screw was not was tightened down all the way which caused the out of range shocking impedance. This was corrected and the device was placed back into the pocket without issue.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected high shock impedances on this defibrillation lead. No adverse patient effects were reported.